Manufacturer narrative:
Results pending completion of the investigation. B3 - date of event: was entered as 1jul2024 as a date was not provided.

Event description:
The customer reported receiving 3 false positive hcg results while using surestep hcg urine tests. The patient presented for an unspecified gynecological procedure. The customer reported the patient provided a urine sample to the "daycase unit, so it was probably not the first morning urine." No information was provided regarding sample appearance. A surestep hcg urine device was tested, the results were read at 3 minutes and a positive hcg result was noted. A second device from the same box and lot was then tested using the same sample and an additional positive hcg result was noted. The customer then tested a third surestep urine device from the same lot (different box) which also yielded a positive result. A new urine sample was then provided by the customer and was tested using a device from the same lot number and a negative hcg result was obtained. Additionally, a hcg blood test was performed which yielded a negative hcg result. No adverse events reported, and the scheduled procedure took place.

Manufacturer narrative:
B3 - date of event: was entered as 1jul2024 as a date was not provided. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: the hcg one step pregnancy test device (urine) is a preliminary qualitative test, therefore, neither the quantitative value nor the rate of increase in hcg can be determined by this test. Very low levels of hcg (less than 50 miu/ml) are present in urine specimens shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. This test may produce false positive results. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported receiving 3 false positive hcg results while using surestep hcg urine tests. The patient presented for an unspecified gynecological procedure. The customer reported the patient provided a urine sample to the "daycase unit, so it was probably not the first morning urine." No information was provided regarding sample appearance. A surestep hcg urine device was tested, the results were read at 3 minutes and a positive hcg result was noted. A second device from the same box and lot was then tested using the same sample and an additional positive hcg result was noted. The customer then tested a third surestep urine device from the same lot (different box) which also yielded a positive result. A new urine sample was then provided by the customer and was tested using a device from the same lot number and a negative hcg result was obtained. Additionally, a hcg blood test was performed which yielded a negative hcg result. No adverse events reported, and the scheduled procedure took place.